Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 - med device problem investigation ¿ evaluation: nanjing changde med. Supp. Co. (China) informed cook of an incident involving a rups-100 (rosch-uchida transjugular liver access set) from lot 13884604. It was reported that the hospital used rups-100 to puncture the right jugular vein, it was found that the 10f, 40cm outer sheath broke where it connected with the inside of the valve. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned product, were conducted during the investigation. One sheath was returned in a used condition. The sheath was separated at the hub. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) concluded there are controls in place to address the reported failure mode. Cook reviewed the device history record for lot 13884604 to check for related nonconformances and additional complaints. Lot 13884604 did not have related nonconformances. The sheath component lot did not have nonconformances. There are no additional complaints on lot 13884604. Cook also reviewed the design history file and there are controls in place for this failure. The current instructions for use [t_rups_rev4] state the following: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of device master record, device failure analysis, device history record, and the design history file concluded the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, the examination of returned product and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer mobile: (B)(6). Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt procedure. During the procedure, the 10fr flexor sheath separated at the hub. The device was removed and another, similar device was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.